Event description:
The initial complaint was reviewed and found to be not reportable. Reporting responsibility for the unk psi implants: trauma belongs to the supplier legal manufacturer.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unknown psi implants/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in the united kingdom as follows: it was reported that the following complaints was received regarding the product on an unknown date: the plate does not sit far enough back to cover the defect when placed in the model. The pre-drill guides being in two parts can sit anywhere across the orbital rim, so if they are not in the exact position according to the plan, the plate screw holes will not align with the plate holes once the plate is inserted. During the planning session for this case, the software used was not the same as the surgeon¿s normal planners. During the session, a line was drawn around the defect, but the technology could not show where the plate would actually sit. The design in the plan did show that the plate would cover the defect, but the plate and model did not. The surgeon approved cutting the guide in two parts, although he said that this would never work in practice. No further information is available. This report involves one unk - psi implants: trauma. This is report 1 of 1 for (B)(4).